Event description:
It was reported that this right ventricular (rv) lead was not capturing pacing when required due to dislodgement. The lead was explanted and replaced with another lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead body was twisted at several locations between the terminal pin to approximately 210 millimeters from the terminal pin. The lead insulation was also twisted, bent, and the conductor coils were deformed at the distal end of the terminal boot. The insulation was torn at a twist location approximately 125 millimeters from the terminal pin. Puncture holes in the insulation along with deformed conductor coils were noted, this damage was likely caused by a grabbing tool during the explant procedure. The helix was stretched out. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the dislodgement allegation, based on the observation of a twist in the lead body likely due to twiddler's syndrome. The lead passed electrical testing. However, it is reasonable to assume the dislodgement led to loss of capture.

Event description:
It was reported that this right ventricular (rv) lead was not capturing pacing when required due to dislodgement. The lead was explanted and replaced with another lead successfully. No additional adverse patient effects were reported.